Event description:
It was reported that there was a problem with the patient programmer. It was noted that when the patient programmer was turned on it only showed ¿medtroinc pem¿ with some information and then it changed to ¿system setup¿ time, system, versions, install, power on screen instead of the usual battery information. It was noted that when ¿select¿ was pressed the screen went blank and the programmer turned off. The battery had already been changed. It was further noted that they were worried the neurostimulator was not working properly either. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# unknown, product type programmer, patient; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).